Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found the reaction disk was not secured properly, causing the reaction cells to move while the analyzer was in operation. He also found the sipper tube was too far down on the sipper probe. He reseated the reaction disk and tightened the screws, adjusted the sipper tube, and he replaced the syringe seals for the sipper. Ise checks, calibration, qc, and patient correlation tests were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable na results for 1 patient sample on a cobas c 311 analyzer. The initial result was 164 mmol/l. The result was reported to the patient's physician, who questioned the result. The sample was repeated on a c501 module and the result was 139 mmol/l. The sample was repeated on the c 311 module and the result was 141 mmol/l.